Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown. Unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02745, 0001822565-2019-02744. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Review of the radiographs identified superolateral dislocation of the right hip arthroplasty. There is linear heterotopic ossification at the anterior inferior iliac spine. There is abnormal radiolucency along the acetabular component and the fixation screws reflecting osteolysis without evidence of component loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient was being considered for a revision on an unknown day due to a dislocation which was completed with a closed reduction procedure. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.